Manufacturer narrative:
Additional information: h4, h6, h11 h4:the lot was manufactured between november 21, 2023 and november 23, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no. (Additional): (B)(6). D4 UDI #/ h4: the manufacturing date would be provided upon completion of the investigation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked from the middle, butterfly port. This occurred during the compounding process. There was no patient involvement. No additional information is available.